Manufacturer narrative:
(B)(4). Evaluation: results (restenosis of stented segment). Results/conclusions: (native disease progression).

Event description:
During the index procedure a complete se peripheral stent was implanted to the mid left sfa in a pt. There was no device malfunction. Pt was experiencing increased left lower extremity claudication symptoms approx 8 months post index procedure. Duplex showed greater than 50% in-stent restenosis in the left sfa. No action has been taken to treat the restenosis at this time. Investigator reported a possible relationship between the event and the procedure. A target lesion revascularization was performed approx 10 months post index procure due to native disease progression and 90% in-stent restenosis in the previously stented left sfa. Pathway jet stream atherectomy was performed followed by balloon angioplasty of the left sfa. There was no residual stenosis post procedure and prompt antegrade flow. Complete se sfa is a pre-market device, but is similar to complete se biliary/iliac which is approved in the us.